Manufacturer narrative:
Findings: pump received with a constant flashing white light on the display due to vertical cracked lcd controller. Pump received with broken belt clip rails, scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer pump is broken on clip rail. The customer pump was replaced.